Event description:
Per the clinic, the patient experienced a change in sound quality (static), pain, headache and shocking sensation with stimulation from the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was reimplanted during the same surgery.